Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) that the tubing of an opt944 optiflow + adult nasal cannula was found damaged when taken out of the packaging. There were no patient involvement.

Event description:
A distributor reported on behalf of a healthcare facility in china that the tubing of an opt944 optiflow + adult nasal cannula was found damaged when taken out of the packaging. There were no patient involvement.

Manufacturer narrative:
(B)(4). The opt944 optiflow + adult nasal cannula is an interface used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: the complaint opt944 optiflow + adult nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photograph provided by the customer, and our knowledge of the product. Results: visual inspection of the photograph revealed a small hole in the tubing of the subject opt944 optiflow + adult nasal cannula. The tubing was found to be stretched next to the hole. Conclusion: we are unable to determine the cause of the reported event. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is rejected. The subject opt944 optiflow + adult nasal cannula would have met the required specifications at the time of production. The user instructions which accompany the opt944 optiflow + adult nasal cannula show in pictorial format the correct placement and fitting of the cannula and also warn: - "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." - "do not crush or stretch tube, to prevent loss of therapy." - "failure to use the set-up described above can compromise performance and affect patient safety."